Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that during use on a patient the intra-aortic balloon pump (iabp) alarmed for a 20-minute battery life while plugged into red outlet. While re-plugging in the iabp it alarmed again. The plug was fully inserted in red power. Upon resetting the alarm again, the iabp failed and went dark. The staff attempted turning it off and on at the base then pressing the unit on the iabp restarted pumping in untimed 1:4. The screen with operating parameters and waveforms stayed dark despite troubleshooting. A multitude of additional troubleshooting attempts were made. As a result, the md, plan to remove the iabp after post op stabilization was escalated to discontinuation. There was no report of patient complications or injury.

Event description:
It was reported that during use on a patient the intra-aortic balloon pump (iabp) alarmed for a 20-minute battery life while plugged into red outlet. While re-plugging in the iabp it alarmed again. The plug was fully inserted in red power. Upon resetting the alarm again, the iabp failed and went dark. The staff attempted turning it off and on at the base then pressing the unit on the iabp restarted pumping in untimed 1:4. The screen with operating parameters and waveforms stayed dark despite troubleshooting. A multitude of additional troubleshooting attempts were made. As a result, the md, plan to remove the iabp after post op stabilization was escalated to discontinuation. There was no report of patient complications or injury.

Manufacturer narrative:
(B)(4). No iabp part was returned to teleflex chelmsford for investigation. The reported complaint of "the device alarmed with 20-minute battery life while plugged into red outlet" was confirmed by the field service agent. A field service agent (fsa) noted the loose power cord cable. The battery and power cord cable were replaced. The pump passed functional checkout. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.